Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The customer complaint that the backup battery has a low bus voltage. The biomedical engineer reported the issue was discovered while staff were performing their device pre patient test. The field service engineer (fse) verified the reported problem. The charge date sticker on the back up battery was removed. The fse could not verify the charge date. The fse also noted that this unit past it's end of life and the back up batteries are no longer available in the philips system. The fse cannot replace the batteries and cannot certify the back up battery operation. The fse will not be able to complete the performance verification tests due to the battery failing. The customer reported that the unit was not in use on a patient. The field service engineer (fse) recommends that the unit be removed from service. The biomedical engineer reported that the unit has not been taken out of service.